Event description:
Boston scientific received info that this right atrial (ra) lead dislodged. Attempts to reposition the lead were unsuccessful. There appeared to eb tissue in the helix housing. The lead was explanted and successfully replaced. No adverse pt effects were reported.